Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd injector grayish foreign matter. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, a grayish foreign matter was found during preparation of the anticancer agent abraxane.

Event description:
It was reported that the unspecified bd injector grayish foreign matter. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, a grayish foreign matter was found during preparation of the anticancer agent abraxane.

Manufacturer narrative:
H6: investigation summary: a device history review could not be completed as no batch number was provided. No product or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. Based on the available information we are not able to identify a definitive root cause at this time.